Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging they do not feel as good since not using the device; now they are sleepy, have a heart flutter, on a blood thinner, stops breathing and has an obstruction with lack of stamina. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging they do not feel as good since not using the device; now they are sleepy, have a heart flutter, on a blood thinner, stops breathing and has an obstruction with lack of stamina. No medical intervention was required by the patient. The device was returned to the manufacturer for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found no evidence of foam degradation, errors logged and was not able to confirm any customer complaints. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence confirming customer complaint. No problem found. During the evaluation, foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.